Event description:
It was reported in a pt's clinic notes that in late april and early (B)(6) 2011, the pt experienced two "flurries" of seizures. The pt saw a physician at this time who adjusted his vns settings. The physician noted that the pt had no other seizures since (B)(6) 2011. The pt's last known diagnostics on (B)(6) 2010 showed proper device function. The pt was referred for a prophylactic replacement. Attempts for further info have been unsuccessful to date.